Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead that there was placement difficulty. The lead was abandoned and remains in the patient. No patient complications have been reported as a result of this event.